Event description:
An endurant iis stent graft system was implanted in a patient during the endovascular treatment of an m abdominal aortic aneurysm on as part of the post market enchant study. It was reported approximately 1 year post the index procedure the patient complained of intermittent claudication in right leg with no pulpable pulsed in the right foot on examination. Doppler scan showed right limb stent graft thrombosis. No signs of critical ischemia was seen. Oral anticoagulation was administered. The event was reported as resolved with sequelae. The site assessed the right limb stent graft thrombosis as possible related to endurant stent graft and not related to the procedure or renal stent. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.